Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The flip flop handle, the vertical lift column switch, the power supply and the x-ray key switch were replaced. The system was tested and operates as intended.

Event description:
The customer reported that they were unable to send the images to the pacs system and that the vertical lift column was not functioning properly. No patient injury was reported.